Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient was at his friend's house. Around 4:30 pm the patient had a slice of cake that made his cgm readings rise to 212 mg/dl, therefore his tandem pump administered 2.7 units of insulin. After a while the patient did not feel well so he sat down, but he was still feeling uncomfortable so he laid down for a bit. The patient started to ¿lose focus¿, it was almost 7:00 pm when the patient passed out. The patient´s friend saw him lying face down on the ground and called paramedics. The paramedics arrived and helped the patient to sit down and get up. The paramedics took a blood glucose reading which was 22 mg/dl. There is no documentation at what exact point the patient regained consciousness. The paramedics treated the patient with IV glucose in his right arm. The patient ate peanut butter, tortilla and had some juice. The blood glucose reading increased to 200 mg/dl and the patient recovered. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).